Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and a cause for the reported damage to the shipper box, shelf carton and sterile pouch (tear, rip or hole in device packaging) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use and during unpacking of the steerable guide catheter (sgc), there was a tear noted in the packaging. There was a puncture to the chipboard box and the sterile pouch was torn in the bottom right corner. Sterility was breached. The device was not used and there was no patient involvement. A new sgc was used to continue the procedure. There was no clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: the damage was noted to the brown shipping box as well as the shelf carton (chipboard box). No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tear- sterility breached. It was reported that before use and during unpacking of the steerable guide catheter (sgc), there was a tear noted in the packaging. There was a puncture to the chipboard box and the sterile pouch was torn in the bottom right corner. Sterility was breached. The device was not used and there was no patient involvement. A new sgc was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.